Event description:
Late 1970's subsequent mastectomy bilateral with reconstruction with silicone inplants in subpectoral position. Did well until 1980's. Developed bilateral contracture. No closed capsulotomy performed. Within last 3 years has developed symptoms of rheumatoid arthritis requiring steroid treatment. The pain has progressed to the point that she is unable to perform her normal activities of daily living. Both implants were ruptured prior to surgical incision.